Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved historical data analysis and trend analysis, and that the device was not returned. The investigation identified a usage problem, and the cause was traced to the user. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
According to the facility, a 30 cc foley catheter ruptured while being used for iol. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a 30 cc foley catheter ruptured while being used for iol.

Manufacturer narrative:
Update to d9, h3, and h6. After further investigation, it has been determined that the investigation involved testing of the actual device, an analysis of production records, a historical data analysis, and a trend analysis. A sample of the reported product was returned and evaluated on 4/21/26. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.